Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s lead is coming out through the skin. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Additional information received indicates that surgical intervention took place in (B)(6) 2023 wherein the entire system was explanted to address the issue. Exact date of explant is unknown.